Event description:
During a contrast study, a few seconds into the beginning of the injection there was a loud pop, and the contents of the syringe were spilled on the floor. It appears the plastic base cracked and the pressure sent the contents spraying out. The patient was unharmed and did not mind us refilling and starting over. This is apparently an issue at the hospital and has happened there.